Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, on (B)(6) 2014 the patient was administered general anesthesia to facilitate fixture and abutment exchange. The device has not been made available for analysis as of the date of this report, december 18, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.